Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen,12f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen,12f are identified. As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a catheter placement procedure, the device allegedly clogged. It was further reported that the clamps were burst. There was no reported patient injury.

Event description:
It was reported that during a catheter placement procedure, the device allegedly clogged. It was further reported that the clamps were burst. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen,12f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen,12f are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 12fr hickman d/l catheter was returned for evaluation. Gross visual, microscopic, tactile and functional testing were performed. The investigation is confirmed for the reported fracture and the identified burst issues, as a c-shaped break was noted to the catheter approximately 0.9cm from the bifurcate. A split was noted on the catheter approximately 9.9cm from the bifurcate. The edges of the c-shaped break were observed to be uneven. The surface appeared to be granular. Further during tactile evaluation, necking was noted on both clamping sleeves, extension legs and throughout the strengthening sheath. The investigation is inconclusive for the reported obstruction of flow issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen,12f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen,12f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 12fr hickman d/l catheter was returned for evaluation. Gross visual, microscopic, tactile and functional testing were performed. The investigation is confirmed for the reported fracture and the identified burst issues, as a c-shaped break was noted to the catheter approximately 0.9cm from the bifurcate. A split was noted on the catheter approximately 9.9cm from the bifurcate. The edges of the c-shaped break were observed to be uneven. The surface appeared to be granular. The investigation is inconclusive for the reported obstruction of flow issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6(device, method) h11: h6(result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a catheter placement procedure, the device allegedly clogged. It was further reported that the clamps were burst. There was no reported patient injury.